Manufacturer narrative:
Pump passed prime test, excessive no delivery test, self test and unexpected restart error test. Unable to perform displacement test, basic occlusion and occlusion test due to reservoir tube lip damage. The test reservoir does not stay locked in place due to reservoir tube lip damage. Pump passed all operating currents tested within the spec range and passed off no power test. Pump received with cracked battery tube thread, broken reservoir tube lip, missing reservoir tube lip o-ring, cracked reservoir tube, cracked case near display window corners, missing end cap sticker and minor scratches on display window. No moisture damage noted on electronics assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was damaged. There was a broken piece in the reservoir compartment lip where the reservoir screws in. The o ring was also sticking out. The customer's blood glucose level was 112 mg/dl. They did not know how the damage occurred. The customer also reported that they had been experiencing low blood glucose starting with a 34 mg/dl. The customer stated that they were taking different medications that caused her blood glucose to go low. The customer declined troubleshooting for the low blood glucose. They treated their low blood glucose with juice and food. Additionally, the customer reported that on (B)(6) 2017 when they were priming a new infusion set, the insulin started to squirt out. They declined troubleshooting for the insulin squirting out. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.